Event description:
A claim, submitted by an attorney, alleged the patient' death was "caused by the [malfunctioning] of the [implanted devices]." No additional and/or specific patient complications were reported as a result of this event.

Manufacturer narrative:
A claim, submitted by an attorney, alleged the patient' death was "caused by the [malfunctioning] of the [implanted devices]." No additional and/or specific patient complications were reported as a result of this event. No conclusion can be drawn device failure.